Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line was clamped during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line clamp had been closed during prime. The process step was the initial drain of peritoneal dialysis therapy. The caregiver stated that the patient line was not fully primed when they had connected the patient to the set-up. The caregiver stated that the patient had not drained yet because the patient line clamp was still closed. The technical services representative assisted the caregiver with ending therapy and reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.